Event description:
It was reported that this implantable pacemaker experienced difficulty to be interrogated. Analysis was performed and it was found that the device entered in safety mode and exhibited oversensing, pacing inhibition, loss of capture and variable impedance measurements. Additionally, it was noted that the patient experienced a syncope episode. Replacement of the device was recommended. This device was explanted and replaced. This device is expected to be returned to boston scientific for analysis. No further adverse patient effects were reported.

Manufacturer narrative:
Additional information was corrected on the following fields:

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device determined it had undergone resets and that bradycardia therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance put this device at risk of experiencing transient voltage decreases (and associated resets) during periods of high-power consumption. When battery voltage drops below a minimum threshold, a system reset is performed. If three system resets occur within a 48-hour period, the device is designed to immediately enter safety mode operation to maintain back-up pacing with pre-defined, non-programmable settings. Additional information was corrected on the following fields: h6: impact codes.

Event description:
It was reported that this implantable pacemaker experienced difficulty to be interrogated. Analysis was performed and it was found that the device entered in safety mode and exhibited oversensing, pacing inhibition, loss of capture and variable impedance measurements. Additionally, it was noted that the patient experienced a syncope episode. Replacement of the device was recommended. This device was explanted and replaced. This device is expected to be returned to boston scientific for analysis. No further adverse patient effects were reported.

Event description:
It was reported that this implantable pacemaker experienced difficulty to be interrogated. Analysis was performed and it was found that the device entered in safety mode and exhibited oversensing, pacing inhibition, loss of capture and variable impedance measurements. Additionally, it was noted that the patient experienced a syncope episode. Replacement of the device was recommended. This device was explanted and replaced. This device is expected to be returned to boston scientific for analysis. No further adverse patient effects were reported.